Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. UDI number not available. Email address unknown / not provided.

Event description:
It was reported mobility in the prosthetic element due to a loosening screw. Implant placement (B)(6) 2018 and prosthetic placement (B)(6) 2018. Doctor replace another screw to the same implant.

Manufacturer narrative:
Zimmerbiomet complaint number one certain® titanium hexed screw (iuniht) was returned for investigation. Visual inspection of the as returned product identified minimal signs of wear from use about the screw head and thread. No pre-existing conditions were noted on the per. The reported product was located on tooth # 36 (fdi) and used for approximately 2 years. The reported event could not be recreated due to the nature of the dental device and event (loosening). Review of appropriate documentation: documents reviewed: zbinstsm rev. B 12/19; torque matrix - internal connection; page 8-9 also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iuniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (iuniht). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.